Event description:
It was reported a spectrum pump had door not fully latched alarms. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter evaluated the device. The reported door not fully latched alarms were reproduced and confirmed through eval while attempting to load a set. This condition was determined to have been caused by the door hooks being out of adjustment. The door hooks and latch pins were replaced.